Manufacturer narrative:
(B)(4)

Event description:
An endurant ii stent graft system was selected for the endovascular treatment of a 5cm in diameter abdominal aortic aneurysm. A calibrated angiogram was performed to deduce what length graft was required for the patient and counted just under 100mm. The physician selected an endurant 16x20x93 for treatment. When the surgeon introduced the delivery system into the patient, it was 2.5cm too short. The physician removed the device and opted for the 124mm length graft. This was deployed without issue. The physician thought the graft looked much shorter than 93mm and was measured versus measuring with a pigtail catheter. The physician stated that the device was incorrectly measured and the labelling of product by medtronic is inaccurate. No additional clinical sequelae were reported and the patient is fine.